Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter was found with holes in tubing. This was found during use requiring a 2nd poke to customer. No injuries or medical interventions needed.